Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up med watch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).device evaluation:the reported condition of an infuso.r. Pump that would not deliver propofol was not confirmed nor reproduced during product evaluation. The root cause could not be identified as the pump delivered within specifications. Therefore, no repairs were made to fix the reported condition.a service history review revealed the reported condition is not related to any previous reported problem for this pump.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported to baxter (B)(4) technical services one infusor pump which infused four syringes of propofol but on the fifth syringe it would not infuse. The reported condition occurred during patient delivery in the surgery room. No patient injury or medical intervention occurred. No additional information is available.